Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose and throat irritation, difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose and throat irritation, difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. A correction to b5 was made and should be: the manufacturer received information alleging nose and throat irritation, difficulty in breathing related to a CPAP device's sound abatement foam. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 24, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose and throat irritation, difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the humidifier led indicator cr11 was inoperative, possibly due to a faulty led. The air outlet port showed signs of dust-like contamination, while the air inlet had a tan dust-like contamination. The printed circuit assembly (pca) had light dust-like contamination across its top surface. Dust-like contamination was also found on the top of the blower box lid and in the surrounding area. The blower box lid had dark dust-like contamination that was inconsistent with sound abatement foam degradation. Additional dark dust-like contamination, also inconsistent with sound abatement foam degradation, was observed on the top of the blower motor and inside the blower box. The blower motor grommet and the blower motor itself both had dark dust-like contamination inconsistent with sound abatement foam degradation. The bottom enclosure contained dark dust-like contamination inconsistent with foam degradation as well. The air inlet seal was yellowed and had dark dust-like contamination inconsistent with sound abatement foam degradation. The inside of the left side panel also showed dark dust-like contamination inconsistent with sound abatement foam degradation. The sound abatement foam was intact but had dust-like contamination on its surface. Additionally, one of the three holes in the foam was not fully punched out during the manufacturing process. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 31 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the source of contamination was external to the device. Sections d9, h2, h3 and h6 has been updated in this report.